Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a loose flex cable and connector interlock on the system board. The flex cable and connector interlock were replaced to resolve the malfunction.analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device intermittently powered off.complainant indicated that there was no patient involvement in the reported malfunction.